Manufacturer narrative:
Image review: one media image of the reported event was provided. The executive summary was provided for anatomical considerations. Evidence supports the report above. The patient appears to have large native bicuspid anatomy, with calcified raphe, see summary below. It was reported that a pre implant balloon valvuloplasty was performed using a 22mm balloon. No evidence was provided. It was also reported that upon 80% deployment of the valve, the valve was "very constrained" and was subsequently recaptured and withdrawn from the patient. An additional pre-implant bav was performed using a 24 mm non-medtronic (z med) balloon. There was also no evidence provided. As states in the instructions for use (IFU): if a bioprosthesis and catheter have been removed from a patient, do not use both the bioprosthesis and catheter; do not attempt to reuse either. It was reported that the same transcatheter valve was reinserted and deployed to 80%; however, an infold was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. The valve was removed, and a new transcatheter valve and delivery catheter system (dcs) were used. Upon 80% deployment of the new valve, an infold was observed. Subsequently, the valve was recaptured, and the system was removed. It was decided that the patient would undergo surgery instead of transcatheter valve replacement due to minimal oversizing and calcium formation. Per the physician, the patient's bicuspid native valve contributed to the infolds. To reuse either component, both the bioprosthesis and catheter must be replaced with new sterile components. Updated data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that at 80% deployment of the first valve, the valve was approximately 50% expanded as compared to a normal valve. It was further reported that heavy leaflet and annular calcification of the native bicuspid aortic valve caused the expansion issue and infolding.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the patient had a large native anatomy with a bicuspid valve and calcified raphe. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 22 millimeter (mm) non-medtronic balloon due to the patient's bicuspid aortic valve. Upon 80% deployment of the valve, the valve was "very constrained" and was subsequently recaptured and withdrawn from the patient. An additional pre-implant bav was performed using a 24 mm non-medtronic balloon. The same transcatheter valve was reinserted and deployed to 80%; however, an infold was observed. Subsequently, the valve was removed and a new transcatheter valve and delivery catheter system (dcs) were used. Upon 80% deployment of the new valve, an infold was observed. Subsequently, the valve was recaptured and the system was removed. It was decided that the patient would undergo surgery instead of transcatheter valve replacement due to minimal oversize and calcium formation. Per the physician, the patient's bicuspid native valve contributed to the infolds. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-34 (lot: 0012500118); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.